Manufacturer narrative:
The medical device lot #, medical device expirtion date, and device manufacture date have been updated. The following information has been updated: d.4. Medical device lot#: 8304975, d.4. Medical device expiration date: 2021-10-31, h.4. Device manufacture date: 2018-10-31.

Event description:
It was reported that an unspecified number of bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced leakage during use. The following information was provided by the initiall reporter: a patient was cannulated in order to administer chemotherapy treatment. The nurse attached the extension arm of the cannula to the bag of fluid. She then noticed that the cannula was leaking and on examination the extension arm had come apart from the main body of the cannula.

Manufacturer narrative:
DHR: lot was built and packaged on nfa line 2 from 01nov2018 through 07nov2018 for the quantity of 186,210 ea. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no related reject activity findings during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Although units were not returned for investigation, one photo was provided for evaluation of this incident. The photo revealed a used 22ga nexiva closed IV catheter system dual port unit without packaging. The unit consisted of the catheter/adapter and extension tubing assemblies that had traces of thick media. Photo shown that there was a q-syte attached at each of the ports (luers) and the pinch clamp was fully engaged. The photo also shown that the extension tubing was disconnected from the winged adapter (stabilization platform). The photo displayed that the unit had separation of the extension tubing from within the clear port of the winged adapter (stabilization platform), thus confirming the reported defects of (1) leakage and (2) tubing defective / damaged. No further damage was observed. Conclusion(s): relationship of device to the reported incident: manufacturing ¿ the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019.

Event description:
It was reported that an unspecified number of bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced leakage during use. The following information was provided by the initial reporter: a patient was cannulated in order to administer chemotherapy treatment. The nurse attached the extension arm of the cannula. To the bag of fluid. She then noticed that the cannula was leaking and on examination the extension arm had come apart from the main body of the cannula.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced leakage during use. The following information was provided by the initiall reporter: a patient was cannulated in order to administer chemotherapy treatment. The nurse attached the extension arm of the cannula to the bag of fluid. She then noticed that the cannula was leaking and on examination the extension arm had come apart from the main body of the cannula.